Event description:
No additional information provided.

Manufacturer narrative:
No product was returned by the customer. The picture provided does not indicate a back flow issue. The customer complaint of flow issues - back flow could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no relevant sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set check valve malfunctioned. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that 6 psls¿s (internal reports) of back check valve failures.